Manufacturer narrative:
The year date of the event was corrected in 2021.

Manufacturer narrative:
Batch review performed on 11 january 2021: lot 1908380: (B)(4) items manufactured and released on 28-nov-2019. Expiration date: 2024-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 4 months after the primary surgery due to aseptic tibial tray mobilization. The surgeon revised gmk sphere and implanted a gmk hinge successfully.